Manufacturer narrative:
(B)(4). The reported condition that coagulation was very difficult was not confirmed. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that coagulation was difficult during a sleeve procedure. There was bleeding and multiple sealing attempts had to be made as a result. There were no consequences for the patient.